Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type :recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient had 2 implantable neurostimulator recharger (insr)s. The patient¿s dog chewed one of their implantable neurostimulator recharger (insr) antenna cords on (B)(6) 2016. The patient originally reported that their older insr was in overdischarge. Patient services reviewed that overdischarges are in regards to the implantable neurostimulator (ins). The allegation was clarified by the patient to be that when they were trying to recharge they would get the reposition antenna screen on the insr. The system was dead and the battery ¿went completely out.¿ it was reported that the patient could communicate with the ins using the patient programmer. During the call, the patient used the patient programmer to communicate with the ins and got the therapy screen. The patient programmer confirmed that therapy was on. The patient confirmed that they had not felt stimulation before because the ins was off. The patient stated that they felt stimulation now that they had turned stimulation back on. It was requested that 2 insr antennas be sent as they were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.